Manufacturer narrative:
(B)(4). Device evaluation: during device evaluation, failure code 550:320:844:0000 was confirmed and duplicated. The root cause was determined to be a disconnected speaker harness. The speaker harness was reconnected to correct this condition. A service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During product evaluation by baxter service personnel a colleague infusion pump was found with failure code 550:320:844:0000 along with a disconnected main speaker connector upon device power up. Therefore, the device failed to audibly alarm. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.03.00.